Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: post procedure. It was reported that one day prior to admission, the patient experienced expressive aphasia. The patient was admitted to the hospital and MRI and CT scans were performed that showed a relatively small acute deep left cerebral infarct and critical stenosis within the left internal carotid arteries. The patient underwent a left internal carotid artery stenting procedure three days later. One day post the procedure, the patient experienced signs of expressive aphasia. MRI and CT scans showed no significant change form previous studies. The symptoms resolved the following day without treatment. The patient was discharged to home four days later. Abbott vascular medical monitors adjudicated this event as an ischemic, ipsilateral minor stroke. Although requested, there is no additional information available.

Manufacturer narrative:
Study report. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. Stroke is listed in the device instructions for use as a known possible adverse event associated with the use of the device.